Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the electrodes. The patient visited a medical center to address the irritation and the staff had the patient remove the lifevest because of the irritation. Additionally, the patient was provided with powder for the irritation by the staff at the medical center. The medical outcome of the patient's rash is unknown, as follow-up attempts were unsuccessful. There were no allegations of a device malfunction contributing to the irritation.